Event description:
It was reported post pipeline procedure, the patient experienced intraparenchymal and intraventricular hemorrhage. No other complications were reported with the patient.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).